Event description:
Per complaint (B)(4), the patient developed peri-implantitis, resulting in the implant extraction.

Manufacturer narrative:
Part number and lot number provided by complainant does not match part received. Lot number for part is unknown. Follow-up report submitted to include part number.

Manufacturer narrative:
Part number and lot number provided by complainant does not match part received. Lot number for part is unknown.

Event description:
Per complaint (B)(4), the patient developed peri-implantitis, resulting in the implant extraction.